Event description:
This was the first use of the alps hand tray in the territory. When the surgeon took x-ray of 2.5 mm straight plate, screws were approx. 2 mm short of cortices. He checked his measurements several times with the same result. He replaced screws to ensure bicortical fixation. Upon completion, the sales reps and the surgeon verified that the difference between the depth gauge and screw measurement was approx. 2 mm. The problem resulted in a 20-minute extension of surgery. Further conversation with the sales rep revealed that he had become aware in a recent meeting that the depth gauge was designed such that it would intentionally differ almost 2 mm from the screw measurement; however, upon first use of the alps hand tray, the rep and surgical team did not know this, because it was not mentioned in the surgical technique.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.